Event description:
It was reported that the pump lost power unexpectedly during infusion without alarming low battery. Upon initial inspection, the hospital biomed found the device was functioning correctly and noted no issues. After a significant amount of time, the hospital biomed inspected the device again and the pump displayed a message on start up that it required servicing. Additionally the customer desired their devices to be upgraded/remediated. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump lost power unexpectedly during infusion without alarming low battery. Upon initial inspection, the hospital biomed found the device was functioning correctly and noted no issues. After a significant amount of time, the hospital biomed inspected the device again and the pump displayed a message on start up that it required servicing. Additionally the customer desired their devices to be upgraded/remediated. There was patient involvement, but no harm.

Event description:
It was reported that the pump lost power unexpectedly during infusion without alarming low battery. Upon initial inspection, the hospital biomed found the device was functioning correctly and noted no issues. After a significant amount of time, the hospital biomed inspected the device again and the pump displayed a message on start up that it required servicing. Additionally the customer desired their devices to be upgraded/remediated. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : g0200802 software interface, c23 usage problem identified, d11 cause traced to user. Additional information : imdrf annex g, c, d codes and remedial action #.